Manufacturer narrative:
The insulin pump was unable to prime during the prime test and alarmed motor error during the basic occlusion test due to faulty force sensor resistor. The motor passed the motor test. The no delivery alarm could not be verified due to motor error alarm. It was also received with minor scratched display window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had multiple motor error alarms and a no delivery alarm during bolus. The blood glucose at the time of the incident was 144 mg/dl. Troubleshooting was performed. The customer stated that the device was not exposed to a magnetic field and the drive support cap was recessed. Customer was able to rewind. It was advised to discontinue the use of the insulin pump and revert to a back-up plan. The device was returned for analysis.